Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 9, 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter was reading inaccurately low. The medical affairs specialist was not able to contact the patient to ask follow up questions. The reporter stated, that the patient was concerned about lower readings starting seven days eearlier. The patient made a comparison with another meter, but the results were not provided. Sometime after the issue started, the patient felt symptoms of dizziness and foggy vision. The patient did not take any action regarding treatment due to meter issue. On april 4 at around 12 pm, the patient went to the emergency room and was administered unknown IV fluids. It is unknown how the patient arrived at the emergency room. It would be helpful to know the patient's normal readings, the readings she alleges are low, when the symptoms started, what medications the patient takes, the patient's purpose for using the meter, if the patient was tested during symptoms, what treatment the patient received at the emergency room, and what advise the patient was given. The customer service representative determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the patient alleges the readings on the meter have been low, experienced symptoms suggestive of hyperglycemia, and received treatment from emergency room staff with IV fluids.